Event description:
It was reported by the patient that the pdm (personal diabetes manager) gave an automatic bolus on activity mode.

Manufacturer narrative:
The case description states that the user keeps receiving automated boluses while on activity mode. The controller was paired with a pod and switched into activity mode. The controller did not deliver any uncommanded boluses during this time. The controller was able to adapt as expected to respective egv inputs from a cgm emulator. No problems were found with the returned device. The log files show that the controller went into activity mode three sperate times on the date of occurrence and day after. This was for 1 hour at 02:16, 2 hours on 17:41, and 1 hour on 19:41 all on (B)(6) 2024 in utc time. However, no boluses were seen to be delivered within the time frame of each use in activity mode. Inspection of the most recent bolus delivered since activity mode was of 2u delivered at 21:10 on (B)(6) 2024 in utc time. The logs show that the controller was interacted with to enter the bolus calculator screen, carb values were entered 1 digit at a time to enter 10 grams, and the use cgm option was used to load a bg value of 189 mg/dl. The bolus calculator gave a suggestion of 2u based on this. The controller then went through the steps to confirm and start the bolus in order to deliver the 2u bolus. Inspection of the audit log files show that on (B)(6) 2024, the user went into activity mode and then a 0.7u bolus was delivered shortly after. Although the engineering logs from this date were overwritten, it was seen that the user entered 7 carbs and the confirm bolus button was pressed. No evidence of an uncommanded bolus during activity mode was seen in the log files.